Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Cup impactor bolt in dsa instrument was not removed from trident ii cup after impacting with curved cup bolt impactor during cup insertion. They were not separated even after sterilization. There were not additional items can be replaced, so that the items in other company were used in the case. 10 to 15 minutes surgical delay occur for replacing the products.

Event description:
Cup impactor bolt in dsa instrument was not removed from trident ii cup after impacting with curved cup bolt impactor during cup insertion. They were not separated even after sterilization. There were not additional items can be replaced, so that the items in other company were used in the case. 10 to 15 minutes surgical delay occur for replacing the products.

Manufacturer narrative:
Reported event: an event regarding disassembly issue involving a da instrument bolt was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection of the returned devices indicated that the shell and the bolt were assembled and could not be disassembled by hand or with tools. Damage consistent with attempted implantation/explantation is visible on the surfaces of the devices. The reported event is confirmed. Material analysis not performed as the devices could not be disassembled. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the shell impactor bolt in dsa instrument could not be removed from trident ii cup after impacting with curved cup bolt impactor during cup insertion. They were not separated even after sterilization. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.